Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. The device trained customer reported the suspect device/component will be re-worked with a replacement main printed circuit board (pcb). However, no main pcb component is available for analysis. In the event that the main pcb is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported a low pip, low ve and "transducer fault" alarm, on setup of this ventilator device. The customer stated no patient involvement with this event. The customer determined the likely cause of this fault was associated with a xdcr within the main board.